Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture and undersensing due to being dislodged. The patient underwent a surgical intervention to reposition the lead, but helix extension and retraction issues were encountered. The lead was repositioned successfully and remains in service. No additional adverse patient effects were reported.